Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported pocket revision turned battery change rep reported prior to procedure patient was unable to charge device despite several meetings with the manufacturing representative (rep). Difficulty communicating with tablet turned to unable to communicate date with tablet. Battery was reported to be depleted for 1 month prior to procedure. Patient reported increased pain and increased oral pain meds, depression. Factors that may have contributed to the issue is that ins may have been implanted too deep in the facia. Several visits with the rep in office to charge and communicate with tablet before determined a pocket revision was needed. Pre-procedure also tried to charge and interrogate the battery with tablet with no success. During the procedure battery as removed from pocket and attempted to charge and communicate through sterile sleeve. Removed above mayo stand, moved in different directions etc. When it momentary started charging again it kept losing signal and unable to charge. Tried with a new recharger to make sure it was not the patient's charger. The rep was able to charge new implantable neurostimulator (ins) in box with both patient and new recharger before determining there is some issue with the patient's previously implanted battery. Health care professional (hcp) determined that battery change was necessary to eliminate any chance patient would be re-implanted with device that has issues charging and communicating. Rep indicated that surgical intervention did occur patient battery was replaced. Device could not be communicated with tablet nor charge with patient recharger or new recharger in the reps possession. No issues recharging with new battery on both controllers. Patient is alive with no injury. The issue was resolved at the time of this report. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the representative. They reported that the patient started having difficulties charging and communicating one week after the implant date. No further complications reported.

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found no anomaly. Product analysis #234112371:analysis information -- 2018-07-31 (B)(4) product ID# 97715 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referenced to electrode #0.} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.